Event description:
It was reported the patient noticed their symptoms increasing the day prior to the call. The patient was unable to urinate; they ¿can¿t go.¿ the patient was using the programmer to turn up stimulation at the time of the call. The patient was able to communicate and was on program 3 at 0.9v. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3093-28, lot# va0bs95, implanted: (B)(6) 2013, product type lead. (B)(4).